Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged the weld has broken on the head deck portion of the bed.